Manufacturer narrative:
An isi field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, the fse replaced the internal blue fiber communication cable and the top left side external receptacle port for the blue fiber cable. The system was tested and verified as ready for use.

Event description:
It was reported that during a da vinci-assisted cholecystectomy procedure, after port placement and instrument installation, the system shut off, rebooted and shut off again. The customer stated a system error was present. The system logs were pointing to the blue fiber cable on the top left of the vision side cart (vsc). The intuitive surgical, inc. (Isi) technical support engineer (tse) recommended for the customer to move the blue fiber cable to another port. The caller stated they moved the blue fiber cable from the top left port of the vsc to the bottom middle port and then rebooted the system. The system initially powered back on without errors. However, the initial reporter indicated that the errors subsequently continued after troubleshooting. The surgeon had not started their portion of the procedure and felt uncomfortable continuing after multiple system errors, so the clinical decision was made to abort the procedure. Instruments were removed, the patient's incisions were closed, and the patient was transferred to a sister facility to undergo the procedure robotically. The procedure was completed robotically at the sister facility.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Updated fields: g3, g6, h2, h6, and h11. Annex g code updated to: "g05009 - optical fiber". Annex b codes updated to: "b15 - analysis of information provided by user/third party" and "b01 - testing of actual/suspected device". Annex c code updated to: "c0201 - electrical/electronic component problem identified". Annex d code updated to: "d02 - cause traced to component failure".